Event description:
A distributor reported that while a physician was utilizing a speedstitch suturing device, the suture cartridge continually pushed out of the handle. Multiple attempts to obtain additional information from the distributor regarding the event details and pt condition were made but were unsuccessful. No additional information is available.

Manufacturer narrative:
The pt's age, gender and weight were requested but not received. Reference manufacturer report: 9019871-2012-00044.